Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a bankhart repair procedure, a part broke off of the device and also left residue in the patient. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. The distal tip of the shaft has broken off. The tip and movable jaw were not returned for examination. The break area is splayed and shows signs of plastic deformation. Dimensional and material specifications were inspected and found to meet print specification. This condition is consistent with excessive forces being applied during use. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.